Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. Following the procedure , the patient experienced a small area of vaginal mesh extrusion from previous anterior mesh repair. The mesh extrusion was excised at the time of redo prolapse surgery. Additional information has been requested.

Manufacturer narrative:
It was reported that a patient underwent anterior mesh repair and posterior repair with sacrospinous fixation on (B)(6) 2006 and mesh was implanted. The patient experienced postoperative infection. Anterior vaginal wall mesh exposure was first noted by a physician on (B)(6) 2016 during reoperation for recurrent prolapse. The patient experienced symptoms of vaginal bulge which the surgeon opines was associated with recurrent prolapse and not the erosion. A small piece of mesh was removed with excess vaginal skin at time of repeat anterior repair and vaginal hysterectomy. The patient is currently doing well. (B)(4).